Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, after inserting the blade, the bottom of the aiming arm was damaged. While locking the blade after turning the inserter and tightening the blade, the impactor broke. The surgeon used back-up instruments. There was a five (5) minute surgical delay and the surgery was successfully completed. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Implant and explant dates: broke intra-operatively. Initial reporter: contact phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 08 december 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.